Event description:
Treatment of a left ophthalmic aneurysm measuring 10mm x 7mm. During the pipeline deployment, it was reported that the device was stuck in the capture coil and needed manipulation of the x-celerator guidewire to release it from the capture coil. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire was returned for evaluation without the pipeline and the marksman catheter, therefore, the event cause could not be determined. (B)(4).